Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported, in an article, that a patient underwent a procedure to treat stress urinary incontinence, urodynamic stress incontinence or mixed urinary incontinence on an unknown date and an obturator sling was implanted. The patient experienced major vascular injury, erosion and needed anti-muscarinic medication. Additional information was requested.